Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call high blood glucose and issues with the insulin pump. Customer's blood glucose level was 600 mg/dl. Customer treated their high blood glucose via manual injections. Customer advised they experienced bent cannulas. Customer was advised to change out the infusion set in order to resolve the bent cannula issue. Customer advised during a bolus attempt they received a no delivery alarm. Troubleshooting for no delivery was performed. Customer performed a fixed prime and the insulin did exit the tubing. Customer advised the bent cannula resulted in the no delivery alarm and customer was unsure if the alarm occurred during bolus or basal delivery. Customer was advised to return the infusion set for further analysis.